Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. The patient was not hospitalized prior to death. It was reported that the patient was not connected to the hc device at the time of death. An autopsy was not performed. There was no death certificate available at the time of this report. No additional information is available.